Event description:
A report was received about a broken screen on a customer's pump. There was no adverse impact to the customer's blood glucose level. The pump was plugged in, and though it started, the screen remained black. Technical support arranged for the pump¿s return and a replacement pump with a different serial number was expected to be sent to the customer.